Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using the recomboplasin reagent. At 10:00 am, the customer had a lab test performed and the result was 3.1 inr. At 11:30 am, the customer tested by fingerstick on the meter and the result was 4.1 inr. The customer has a therapeutic range of 2.5-3.5 inr. Customer stated the heater plate was contaminated. The customer has no hematocrit issues, no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no new medications, no diet changes, no illnesses, no change to warfarin dose and no bleeding or bruising. There was no adverse event. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.